Manufacturer narrative:
The device was returned to olympus for evaluation. A microscopic inspection was performed on the device and confirmed that half of the white distal end cover (c-cover) was broken, lifted, and exposed the metallic c-body underneath. The bending section rubber threads were still intact with evidence of markings from a hard object. The bending section rubber glue was missing approximately 50% of the whole circumference. The missing portion of the glue was not returned for evaluation. There were also foreign materials noted on the distal end of the device. Further inspection found a deep kink, chevron markings and chemical damaged on the light guide tube with buckles found on the insertion tube. In addition, labeling characteristic on the serial plate of the scope were noted to have characteristics of a third party repair. Based on the investigation findings, the cause of the reported phenomenon is attributed to device mishandling during usage and reprocessing. The instruction manual warns users ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance. Before each case, prepare and inspect this instrument. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, or if this instrument malfunctions, do not use it. Return it to olympus for repair¿.

Event description:
Olympus was informed that during an unspecified diagnostic procedure, the surgeon withdrew the scope and wiped the lens with his thumb and a circular piece broke at the distal end. It was reported that the lens appeared foggy. No device fragment fell into the patient. The scope was replaced and the intended procedure was completed. There was no patient injury. Additionally, the scope was inspected prior to the procedure with no anomalies found.